Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas and alleged a dim display. There was no allegation of an adverse event. This complaint is being reported as the issue may result in the user dosing incorrectly due to inability to see the screen.